Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 32.1 mmol/l at the time of incidence and current value was 8.9 mmol/l. Customer stated they corrected with insulin pump and needle. Customer stated the auto mode was kicked out. Customer stated that sensor cannula was bent. Customer stated that infusion set was leak. The insulin pump will not returned for analysis.